Event description:
The hcp reported that after approximately the third or fourth lesion near the median lobe of the prostate, high impedance levels developed and the tuna generator stopped delivering power to the cartridge. During this time, the physician also noted difficulty with the irrigation tubing. The cartridge was changed out and the case was completed by performing an additional four lesions bilaterally. The pt returned for a follow-up visit on november 7th complaining of low back pain and was sent home with pain medications. On november 9th the pt returned with continued pain and a CT scan revealed a dilated right ureter and severe edema of the bladder and bladder neck. The pt underwent placement of a right ureter stent which was later removed on november 25th. The pt was reported to be having no further problems or complications.